Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery has been scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a detached substrate at the feedthru header. System lock was obtained only at certain spacing after temperature exposure. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection confirmed a detached substrate at the feedthru header. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. The device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is believed that this device was not hermetic. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.